Event description:
Metal shaft of obturator disengaged from its housing when it was removed from the cannula.

Manufacturer narrative:
Device was retained by user facility for investigation prior to return to ascent. Therefore, it is unk as to the exact condition of the device at the time of failure. Investigation shows an internal failure at the most proximal joint between the housing of the obturator and the shaft. It is difficult to conclusively determine the exact etiology of the failure due to many factors. The failure could have been caused by pre-existing crack along the posts which support the outer shaft, excessive force during use, a design flaw in the joint, or any combination of these factors. However, this is the first report of this failure mode to ascent despite several years of reprocessing these devices.